Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 216mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Customer also indicated that the pump alarmed no delivery and that their infusion set has been in for 5 days instead of the recommended 2 to 3 days. Troubleshooting was performed and found that the pump is operating as designed and the pump was able to rewind and prime. Customer will be sent replacement sets. No further details given.